Manufacturer narrative:
A follow up will be submitted when additional information become available. Information received by customer that patient in cardiac arrest expired on (B)(6) 2022 before support could be initiated. A getinge technician will investigate the cardiohelp in question. Product return was requested for further investigation. The event will analyzed by getinge medical experts. The review of the non-conformities has been performed on 2022-05-06 for the period of 2019-01-11 to 2022-05-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
The following was reported: patient in cardiac arrest getting chest compressions from lucas device and on an impella pump. Team cannulated patient and tried to start cardiohelp/hls support. Cardiohelp was unable to establish flow, rpms were brought up to around 3000 with no measurable flow. Some blood was witnessed mixing with prime solution on venous line. Patient expired. The team then tested the pump by placing the venous line in a basin of water and were not able to establish flow. They also brought in a second cardiohelp hardware unit and were unable to establish flow. The disposable will be investigated within the complaint (B)(4). The cardiohelp will be investigated within this complaint (B)(4). Complaint number: (B)(4).

Manufacturer narrative:
A getinge service technician (fst) was sent for investigation and repair on 2022-05-06. The fst could not confirm the reported failure of the cardiohelp. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will be submitted when additional information become available.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
In relation to the related hls complaint#(B)(4) the following information was reported: ¿patient in cardiac arrest getting chest compressions from lucas device and on an impella pump. Team cannulated patient and tried to start cardiohelp/hls support. Cardiohelp was unable to establish flow, rpms were brought up to around 3000 with no measurable flow. Some blood was witnessed mixing with prime solution on venous line. Patient expired. The team then tested the pump by placing the venous line in a basin of water and were not able to establish flow. They also brought in a second cardiohelp hardware unit and were unable to establish flow. Customer does not require service for the second mentioned cardiohelp nor provided the serial number. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4)

Manufacturer narrative:
The log files were analyzed and does not show any malfunction of the cardiohelp. As no parts has been replaced, no exact root cause could be determined for the reported failure. Possible root causes of the inability to achieve the desired flow may be the following: the inadvertent activation of backflow prevention on cardiohelp. It could have been the case that the cardiohelp detected a backflow caused by the lucas device. The cardiohelp then enters backflow prevention and creates a zero flow. The user can only increase the flow by first leaving backflow prevention. Competition of flow between the cannulae (and their positioning) and the impella device. If the reported pressures (venous pressure: -20 mmhg, internal and arterial pressure: 30 mmhg) were measured with running flow, not properly calibrated pressure sensors could have been the root cause for the unusual low display pressure values. The customer stated that the hls set (with cardiohelp) was pre-primed. If the cardiohelp is powered off after the initial pre-priming, the calibrated pressure values would be lost unless the pressures were recalibrated pre-support. Further, uncalibrated values may have led to misinterpretation of the actual scenario, e.g. Higher than usual venous pressure with a reasonable rpm during initiation. It is also possible that uncalibrated values may not have properly represented an activated backflow prevention. In conclusion, the details of the customer complaint cannot be confirmed by internal testing and investigation; however, it is unclear why the medical team was not able to create flow with the cardiohelp system. It is not possible to pinpoint the exact root cause of the flow problems. That said, it is extremely challenging to attribute an association between the event explained in the complaint narrative and the hls module advanced used (or the cardiohelp hardware). Furthermore, according to the risk file v24 following root causes can lead to the reported failure: influence due to other ultrasonic devices (e.g. Flow sensor). Environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). A medical review was performed by getinge medical affairs on 2022-07-14. In conclusion, the details of the customer complaint cannot be confirmed by internal testing and investigation; however, it is unclear why the medical team was not able to create flow with the cardiohelp system. It is not possible to pinpoint the exact root cause of the flow problems. That said, it is extremely challenging to attribute an association between the event explained in the complaint narrative and the cardiohelp (or hls module advanced) used. It is unclear whether the CPR performed on the patient was due to the apparent emergent nature of the support event, the possible influence of delayed support, or the confluence of both scenarios. Moreover, an assignment of product malperformance to the expiration of the patient is equally challenging, especially given the outcome of the product investigation. The review of the non-conformities has been performed on 2022-05-06 for the period of 2019-01-11 to 2022-05-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. A follow up will be submitted when additional information become available.

Event description:
Complaint number: (B)(4).